Event description:
Received a report from a consumer indicating upon removal of a tampon, piece(s) of the pledget separated and remained inside of her. She was able to digitally remove the piece(s), however, the consumer indicated she has made an appointment with her physician for an examination to be sure.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation and date code information for investigation.